Event description:
The customer experienced issues with multiple assays and analyzer alarms. They provided data for several patient samples with questionable results, of which only the calcium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 6.8 mg/dl and the repeat result on a cobas c311 analyzer was 8.5 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but not provided. The customer noticed the cuvettes were dirty. The field service representative could not find any problems with the instrument. He noted the customer changed out the reaction cells and performed monthly maintenance before his arrival. After they received the erroneous results and cell blank alarms, they found a piece of tissue paper in one of the nozzles on the rinse mechanism that must have gotten stuck there while they were cleaning. The field service representative checked the gear pump pressure, verified alignments and operations with no problem found. Calibration and qc were successfully performed and samples were tested successfully.